Event description:
It was reported to philips that system would not boot up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system remotely and confirmed that system would not boot up. Review of the log file showed the software has an exception loop. After restarting the system, the same happened. Upon inspecting the system, rse suggested the repair action and released an onsite work order for further diagnosis. The philips field service engineer (fse) visited onsite and discovered the cause of the issue with the software glitch. To resolve the issue, fse reloaded suite pc software. After the repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.